Manufacturer narrative:
The investigation for the reported console (aic) purge issue has been completed. The aic was returned for evaluation. This console was tested and was unable to reproduce the event (B)(6) by running the test pump and the cassette for more than 12 hours. Purge pressure sensor accuracy was good. A thin dextrose layer was found in the stepper motor gasket. The data logs were reviewed and confirmed a purge flow decreased ¿ alarm, event(B)(6). After 1 hour, the console received the purge pressure high ¿ alarm, event (B)(6), and purge system blocked ¿ alarm, event (B)(6), which never resolved until the purge cassette was removed. The root cause of the high purge pressure and the blocked purge system was not determined due to the inability to reproduce.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental MDR will be filed.

Event description:
It was reported that the automated impella controller (aic) was not accepting cassettes. The cassettes were replaced twice to no avail. The aic was then replaced.